Event description:
A healthcare facility in (B)(6) reported that they are having difficulty operating the mr850 respiratory humidifier. It was reported that the "staff finds it difficult to regulate pt's temperature with device. Staff state that frequently, the device alarms indicating overheating, yet the pt's temp will not be elevated. In this event, the blue hose was hot to touch, yet the heater temp was 31.9 and the pt's temp was 27.9". No pt consequence was reported.

Manufacturer narrative:
(B)(4). The serial number of the device was reported as (B)(4), however, this is an incomplete serial number, as the mr850 respiratory humidifier has a 12-digit serial number. The date of manufacture of the complaint device cannot be determined without the complete serial number. Our investigation is currently in progress. A fisher & paykel healthcare clinical product specialist is currently in communication with the healthcare facility in order to obtain further info in regards to the reported complaint. The clinical product specialist has offered training to the facility staff regarding the use of the mr850 respiratory humidifier and associated accessories and is currently awaiting a response. We will provide a follow-up report once further info has been obtained from the healthcare facility and upon completion of our investigation.